Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is not related to res#91127. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 personal diabetes manager (pdm)/controller was warm while charging. The pdm was charged using the orange omnipod cable. The pdm battery life was reported to have deteriorated over the past 2.5 weeks, and the pdm battery capacity reduced to approximately 6 hours of use. The device would power off after the battery depleted, which was reported to be unexpected shutdowns. No medical attention was required, nor did the patient experience any harm. A replacement pdm has been arranged to be delivered to the patient.